Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "implant is very numb," "lost roughly 80% sensitivity," "severe pain," and "creasing." Also reported "hypothyroidism" which was determined not to be device-related. Patient reported treatment of "warm it [armpit area] up and massage it out." Later healthcare professional reported "a benign-appearing left axillary lymph node measures 2.3 x 2.5 x 0.9 cm. The right axilla is unremarkable. A prominent radial fold is present medially". Device remains implanted

Manufacturer narrative:
Corrected data: d.4, g.2, h.4.

Event description:
Patient reported left side "implant is very numb," "lost roughly 80% sensitivity," "severe pain," and "creasing." Also reported "hypothyroidism" which was determined not to be device-related. Patient reported treatment of "warm it [armpit area] up and massage it out." Later healthcare professional reported "a benign-appearing left axillary lymph node measures 2.3 x 2.5 x 0.9 cm. The right axilla is unremarkable. A prominent radial fold is present medially". Device remains implanted.